Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap hernia repair. According to the reporter: the end of the trocar frayed after induction into the patient. It could not be reported if pieces fell into the cavity. Per reported this was an orange trocar, incision and or time were not extended, there was no additional bleeding. No patient injury was reported. Patient is fine.